Manufacturer narrative:
(B)(4) for the reported event of handle cannula detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop would open but would not close. It was noted that the metal bar inside the handle was disconnected. The procedure was completed with another captivator extra large round snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.